Manufacturer narrative:
On 4/28/2021, mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the ce med hgt te w/sut tabs 350cc tissue expander. Leak testing was performed in accordance with mentor procedures, and a tear was noted on the union between shell and patch. Also, there was not difficult to fill the tissue expander a microscopic examination was performed, and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor ce med hgt tissue expander with suture tabs 350cc deflated intraoperatively. The healthcare professional reported that it was difficult to fill the expander. As a result, the device was removed and replaced with another device and the surgery continued. There was no report of a significant procedural delay or any patient consequence.

Manufacturer narrative:
On 2/24/2021, mentor became aware that the serial number of the device was erroneously omitted to report (B)(6) and the lot number was 9491588. On 3/17/2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation was performed for the finished device 9491588 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4) it was erroneously omitted to report serial number (B)(6) and the lot number was 9491588.